Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unknown age patient arrived with cardiogenic shock following an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support, and low pump flow was encountered. The impella cp device was prepped and placed in normal fashion and support initiated. The temporary pacer was floated, and single access was gained for percutaneous coronary intervention. Impella encountered suction events while on auto. Subsequently, the patient went into ventricular fibrillation and had to be cardioverted multiple times. Return of spontaneous circulation was unsuccessful, and the patient¿s time of death was pronounced. Medical safety reviewed the event and noted the use of the impella cp device cannot conclusively be associated with the outcome (ventricular fibrillation with demise). Patient's peri-procedural condition was critical.